Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that her blood glucose was elevated to 800 mg/dl while she managed her diabetes with the animas insulin pump on (B)(6) 2011. The patient had symptom of nausea. Reportedly, her blood glucose decreased with insulin via the subject insulin pump. However, her blood glucose began to elevate again on (B)(6) 2011. Troubleshooting was performed on the animas insulin pump and revealed the delivery speed is at normal. The occlusion sensitivity is at low. The patient was able to prime without any repeated occlusion alarms or change in motor noise. The animas representative educated the patient about possible causes at the site including scar tissue, muscle, and bone. The patient was advised to change out the site free of lumps, bumps, and scar tissue and to closely monitor her blood glucose. The issue was resolved with training. This complaint is being reported because the patient had blood glucose of 800 mg/dl with symptoms suggestive of hyperglycemia while on insulin pump therapy. It is not known what contributed to the patient's elevated blood glucose at the time of concern.